Manufacturer narrative:
The imris field service engineer met with personnel from clinical engineering to inspect the or table. They concluded that the back section was not fully seated and locked into the table at the time when the incident occurred. They fully tested table movement and back section locking mechanism to ensure proper operation. All testing passed. Imris clinical education team shall communicate with (B)(6) operating room (o.r.) Personnel to ensure that they are following the instructions in the IFU and to re-educate cleaning crew and clinical staff that prepares the operating room (o.r.) For proper usage of the or table back section. (B)(6).

Event description:
At approximately 2 pm on (B)(6) 2017, the back section detached from the t2x or table with a patient during preparation for a surgery. The back section dropped to the floor and the patient slid off the back section to the floor. The patient was immediately brought to mr and imaged. No injuries were found during imaging. The following day, hospital staff confirmed that there were no injuries suffered by the patient.

Manufacturer narrative:
This is a follow-up report from the 30-day report initially submitted on (B)(6) 2017. The imris field service engineer and personnel from yale's clinical engineering team inspected the table and concluded that the back section was not fully seated and locked into the table at the time the incident occurred. They fully tested the table movement and back section locking mechanism to verify proper operation. All testing passed. The hospital staff stated that the cleaning personnel are responsible for disassembling and reassembling the tables along with a drape between cases. They apply the drape between the back section and the table to prevent biological fluids from dripping or falling onto the table. It is possible for this drape to obscure the locking surfaces and, without a close check before starting a case, it could be possible to continue with a back section that is not fully engaged with the locking surfaces. Due to the nature of this incident, it was determined that imris clinical applications would provide training for the hospital cleaning crew and clinical staff that prepares the room for use on the proper re-connection of the table top when removed for cleaning, and safety checks that the clinical team can perform to ensure the table top is reconnected properly. On (B)(6) 2017, training of the yale or staff and cleaning crew was performed by the imris clinical applications team on the proper installation, removal, and cleaning of the back table section on the t2x or table, as well as the table drape. Checklists for the assembly of the t2x table were also created by the neurosurgery service lead to be utilized by the staff that clean, disassemble and re-assemble the table. The checklist content was taken directly from the t2x table user manual. Through discussion with the or staff attending, it was determined that a specific staff member working the evening/overnight shift had never received training on proper assembly of the t2x removable back section. The identified untrained staff member was trained by the imris clinical applications team onsite. Based on our investigation, we have released the table for use because there is no issue with the table.

Event description:
On (B)(6) 2017, the back section detached from the t2x or table with a patient during preparation for a surgery. The back section dropped to the floor and the patient slid off the back section to the floor. The patient was immediately brought to mr and imaged. No injuries were found during imaging. The following day, hospital staff confirmed that there were no injuries sustained by the patient.